Event description:
It was reported via repair work order that the side control brake would not remain engaged due to loose carriage weldment bolt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.